Event description:
It was reported, five weeks post op the realize adjustable band procedure, the band and the port were removed due to patient intolerance. The patient was unable to eat. Three weeks post op, the patient had an upper gastrointestinal scope, the band was in proper placement. The week of the explant, the patient had an upper gastrointestinal scope and the band was intact and in the correct position.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.